Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection, back pain, and a hard heartbeat after the implant. Reportedly, the patient was nauseous, was hospitalized for six days, and was prescribed medication for heart inflammation due to pericarditis. The physician found purulent discharge and the patient was on antibiotics for ten days. No additional adverse patient effects were reported. The rv lead was explanted.